Event description:
It was reported that the right ventricular (rv) lead was unintentionally removed during a procedure when the implantable pulse generator (ipg) unit was removed and only the right atrial (ra) lead remained. The rv lead was unintentionally removed, so an external pacemaker was placed in the rv from the epicardium. As atrioventricular synchronization could not be achieved, blood pressure control became necessary. Subsequently, the system was completely removed when the ra lead was removed and a cardiac resynchronization therapy defibrillator (crt-d) was implanted on the same day. A right ventricular (rv) lead left bundle branch lead was implanted.

Manufacturer narrative:
Continuation of d10: 5076-45 lead, implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead dislodged during the procedure to upgrade the ipg.